Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The product was evaluated. An external visual inspection was performed and failed due to lcd damage. Pictures were taken. A receiver charge test was not performed due to the receiver not turining on. A receiver boot tests was performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An alarm/alert manual test not performed due to the receiver not turning on. An internal visual inspection was performed and passed. The speaker and vibrator resistances were measured and passed. Performance data was not reviewed due to the receiver not turning on. The probable cause could not be determined. No injury or medical intervention was reported.